Manufacturer narrative:
B.3. Date of event: (B)(6) 2019. H3 other text : see section h.10.

Event description:
Material no.: 309653, batch no.: 9086595. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the syringe tip and barrel had an issue with foreign matter with black marks on it within the packaging. The following information was provided by the initial reporter: pharmacy found infiltrated syringe. Black marks were found on syringe tip. Another mark was found on syringe barrel.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the in the body of the barrel and in the luer lok® collar of the tip. Embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
Material no.: 309653, batch no.: 9086595. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the syringe tip and barrel had an issue with foreign matter with black marks on it within the packaging. The following information was provided by the initial reporter: pharmacy found infiltrated syringe. Black marks were found on syringe tip. Another mark was found on syringe barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309653, batch no.: 9086595. It was reported that before use of the bd 60ml syringe luer-lok¿ tip the syringe tip and barrel had an issue with foreign matter with black marks on it within the packaging. The following information was provided by the initial reporter: pharmacy found infiltrated syringe. Black marks were found on syringe tip. Another mark was found on syringe barrel.